Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that screen displayed bluescreen. A technical support specialist reinstalled the remote support service and modifed the file path. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es screen unresponsible screen displayed bluescreen on computer. A customer has indicated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this event.